Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure - 1052" and "runtime calibration failure - 1051" messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report of airway pressure sensing failure - 1052 was verified and attributed to a faulty airway pressure transducer on the smart pneumatic module board. The smart pneumatic module board was replaced to remedy the report. The customer's report of runtime calibration failure - 1051 was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure - 1052," "runtime calibration failure - 1051" and stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2020-03676, 1220908-2020-03677, 1220908-2020-03678, 1220908-2020-03680, 1220908-2020-03681, and 1220908-2020-03682 for similar events reported from the same customer.